Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 240 units of insulin, and initially displayed an accurate fill estimate of over 180 units of insulin. Then, after delivering approximately 10 units of insulin, the insulin gauge displayed 30 units of insulin. There was no impact to the customer's blood glucose level.